Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP w/hum/cell, dom device had passed away. There was no allegation that the device contributed to the death. The patient's wife notified the manufacturer that her husband had passed away and that she had disposed of the device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.